Event description:
It was reported by customer that the PICC line dislodged during a scheduled dressing change on (B)(6) 2024. While cleaning the PICC line exit site with chlorhexidine, the PICC line stuck to the chlorhexidine swab and dislodged. PICC was removed and the patient's port was accessed to continue chemotherapy treatment. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.